Event description:
During a stenting treatment procedure, the pt graphix guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the left internal carotid artery. The physician used a cordis introducer sheath for vascular access, and an 8f softip guide catheter to cross the lesion. A carotid wallstent and the pt graphix guidewire were being advanced when the physician noticed the distal tip of the stent at the distal tip of the guide catheter without the pt graphix guidewire. The whole system was removed from the pt, and it was noted that the pt graphix guidewire had fractured into two pieces. Both pieces were removed from the pt along with the stent. Another guidewire was used with an abbott xact stent to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'excellent'.